Manufacturer narrative:
A field service engineer (fse) was dispatched on 01/26/2011 and repaired several leaks around the white blood count (wbc) bath. The root cause is related to instrument repairs performed subsequent to this event. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was blood coming from the center area of the coulter lh 750 analyzer. Initial information indicated that the blood leak was contained within the analyzer near the needle probe vacuum. There was no exposure to mucous membranes or open wounds. There was no death, injury, or affect to user. The operator did not seek medical attention.